Event description:
It was reported that the customer experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support and was guided through a pump reset, after which the cgm error code did not reappear, and the sensor session was successfully restarted.